Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was returned for evaluation. The investigation is confirmed for the alleged fracture and positioning issues. The root cause could not be determined. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code for the fluency plus vascular stent graft products is identified.

Event description:
This report summarizes one malfunction. A review of reported information indicates that model fvl08100 vascular stent graft, allegedly experienced fracture and difficult or delayed positioning. This information was "recieved" from a single source. This malfunction involved a (B)(6) year old female patient weighing (B)(6) kgs with no patient consequences.